Manufacturer narrative:
One un-sealed sample, part number 312120115e from lot number 0209818824 was received; there was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide]. When compared to the assembly drawing: visually, the tip and a portion of the bur shaft broke off which would have resulted in the reported event. The portion that became detached measured 0.113¿ long. When viewed under magnification, the bur head and shaft were compacted with biological contaminants which would have resulted in excess pressure applied to maintain performance. The distal end of the outer tube that supports the area that broke was worn on one side which is another indicator of excess pressure. The instructions for use warns that excessive pressure applied to the bur may cause bur fracture. The customer indicated the bur broke during surgery. There was no evidence of improper manufacturing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the tip of the bur broke during drilling. The tip of the bur fell into the patient's body. The tip was retrieved from the patient. No medical intervention was required to retrieve the tip. There was no patient injury as a result of the event.